Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: vascular surgeon notified sales rep of patient with manta closure requiring surgical removal of manta post procedure. Additional information: during a tavr procedure on the (B)(6) 2023 , central access was gained in the right common femoral artery. Vessel size was 8.4mm with very mild posterior calcification and no reported tortuosity. Measured depth for the manta was 5.5+1cm and there were no issues advancing or withdrawing the procedural sheaths. Act was 299 at 8.56am. 160000units of heparin and an unknown dose was protamine was administered intravenously during the procedure. Time to hemostasis was less than 5 minutes. Post closure the patient complained of claudication. A CT revealed a vessel occlusion. A surgical removal of the manta was performed, and the anchor was found to be caught on the posterior calcium causing the collagen to be deployed inside the vessel. The patient was reported as fine , with pulses in dp and pt of right foot post procedure.

Event description:
It was reported that: vascular surgeon notified sales rep of patient with manta closure requiring surgical removal of manta post procedure. Additional information: during a tavr procedure on the (B)(6) 2023, central access was gained in the right common femoral artery. Vessel size was 8.4mm with very mild posterior calcification and no reported tortuosity. Measured depth for the manta was 5.5+1cm and there were no issues advancing or withdrawing the procedural sheaths. Act was 299 at 8.56am. 160000units of heparin and an unknown dose was protamine was administered intravenously during the procedure. Time to hemostasis was less than 5 minutes. Post closure the patient complained of claudication. A CT revealed a vessel occlusion. A surgical removal of the manta was performed, and the anchor was found to be caught on the posterior calcium causing the collagen to be deployed inside the vessel. The patient was reported as fine , with pulses in dp and pt of right foot post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the right common femoral artery (cfa). A single stick puncture was utilized to gain centrally positioned access. Arteriotomy was 8.4mm, mild calcification in the cfa, posterior wall calcification, with a depth measurement of 5.5cm + 1cm. No issues were encountered advancing and withdrawing the procedural sheaths. Prior to closure the patient's activated clotting time (act) was 299, and heparin and protamine were administered. Manta was deployed to the measured depth and the time to haemostasis was less than five minutes. Patient outcome post-procedure was fine, dp/pt pulses of the right foot were identified. Three days later, the patient presented with claudication. A CT performed revealed vessel occlusion. The vascular surgeon cut down and explanted the manta device. During surgical intervention, the manta anchor was noted to be caught on a piece of posterior calcium causing the collagen to be deployed within the vessel. Procedural requirements in the IFU state a pre-procedure cta is recommended to assess femoral artery anatomy and arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Procedure preparation as indicated in the IFU states to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.